Event description:
A jetstream g2 device was used to treat a lesion, with what appeared to be thrombus, in the popliteal artery. The physician made two passes in both the minimum and maximum diameter mode. The popliteal treatment area had good run-off and no adjunctive treatment was necessary. A subsequent angiogram revealed two emboli in the anterior tibial (at) artery. One was seen in the proximal segment of the artery and the other in the middle of the artery. The g2 was used to significantly decrease the size of the proximal emboli and completely remove the emboli in the mid segment of the at. A angioplasty balloon was then used to tack up what appeared to be a small remaining embolic particle. The final angiogram appeared good, however, it was hard to depict if in the distal at, there was still a small emboli particle or if it was fluoroscopy artifact. It was non-flow limiting and the physician decided to end the case. The patient left the hospital the next day with a warm foot. The physician reported on the patient's one month follow-up visit that her foot felt much better than preop and her distal flow was better.

Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.